Event description:
The user facility reports an incident occurring with the use of an ivd. The ivd was stuck in the open position in the intravertebral space in the patient. The nerve root had to be moved to remove the stuck ivd. This was the second occurrance during a surgical procedure. There was no patient injury but the surgical procedure was prolonged by 30 minutes. The instrument used in this surgical procedure was not the same instrument used in the 1st incident in 2002.